Event description:
Boston scientific received information that this patient had a sudden drop in heart rate and experienced a syncopal episode. The implanted defibrillator does not have a sudden brady response feature but technical services did discuss possible programming options. There were no allegations made of device malfunction. No further adverse effects were reported.

Manufacturer narrative:
The boston scientific field representative stated their were no allegations of device malfunction but the lower rate limit was reduced to 70 beats per minute to help reduce this incidence in the future.